Event description:
It was reported to boston scientific corporation that a captivator large oval snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, halfway through the polyp the snare was unable to cut any further and it stopped cauterizing . The snare became embedded in the polyp; they cut the handle off and attempted to remove it with forceps and were unsuccessful, so the patient was sent to surgery. The snare and polyp were successfully removed during surgery. Following surgery, there were no patient complications reported as a result of the event. The patient's condition was reported to be stable.

Event description:
It was reported to boston scientific corporation that a captivator large oval snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, halfway through the polyp the snare was unable to cut any further and it stopped cauterizing. The snare became embedded in the polyp; they cut the handle off and attempted to remove it with forceps and were unsuccessful, so the patient was sent to surgery. The snare and polyp were successfully removed during surgery. Following surgery, there were no patient complications reported as a result of the event. The patient's condition was reported to be stable. Additional information received on 29apr2015: the polyp was hard and measured 4cm.

Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for investigation. Therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.